Event description:
It was reported that the customer's insulin pump failed to alarm during bolus delivery. Customer stated them manual insulin injections to treat blood glucose levels. During troubleshooting, the customer was asked to perform a fixed prime and high pressure test. Device failed both tests and failed to alarm. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 460 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.